Event description:
It was reported that a high pacing threshold was noted on the pacemaker and intermittent capture was noted on the left ventricular (lv) lead. The pacemaker and lv lead were explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.